Manufacturer narrative:
This issue remains under investigation. The affected part was accidentally discarded by the customer and will not be returned to varian medical systems for root cause analysis. A f/u report will be filed once the investigation is complete.

Event description:
The customer reported that they were attempting to implant the plastic needle (part and lot numbers pending) through a steering hole in one of their homemade applicators. The tip of the needle broke off during the implantation through the steering hole and into the pt. The customer stated that they were able to identify the tip of the needle when they removed the applicator the next day and it was possible to remove it from the pt after ending the brachytherapy treatment.